Event description:
The extension tubing disconnected from the y-adapter during use and a new IV had to be started.

Manufacturer narrative:
The sample may be available for evaluation. Additional info regarding this incident has been requested. If the sample and/or additional info is received, a supplemental report will be submitted. (B)(4).